Event description:
It was reported that there were coupling and or communication issues. Pt had the pocket revised a couple of weeks ago, and the staples were still present. It was recommended that the antenna locate feature be used. It was recommended that the device pocket be palpated to assess the depth and position of the device. The pt was not seen in follow-up and it was unk how she was doing.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.